Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The physician reported that the subject pacemaker could not be programmed to vvir g fixed for the rate response. Initial programming was vvir g auto. At each attempt to reprogram it to vvir g fixed, the device programming reportedly switched back to vvi. Preliminary analysis results showed that the reported behavior is related to a programmer software issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject pacemaker could not be programmed to vvir g fixed for the rate response. Initial programming was vvir g auto. At each attempt to reprogram it to vvir g fixed, the device programming reportedly switched back to vvi. Preliminary analysis results showed that the reported behavior is related to a programmer software issue.